Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, chest x-ray confirmed the right atrial (ra) lead was in the placed location, but the slack was diminished. Trends showed an increase in thresholds to high values. During the revision, it was revealed that a fibrous tissue was encapsulating the tip of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.